Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill. Manufacturer contacted customer on (B)(6) 2016 in a follow-up call in order to ensure the customer's condition since the initial call; the customer stated her physician advised her to lower her insulin intake for the day and to eat a little more to stabilize her drop in glucose. The customer did state she was no longer experiencing any diabetic symptoms.

Event description:
Consumer reported complaint for low blood glucose test results and e-0 error. The customer's expected fasting blood glucose test result range is 120 to 135mg/dl. The customer reported symptoms low blood glucose such as sweatiness, erratic respiration (fast and deep), dizziness, blurry vision. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a blood test was performed by the customer fasting and produced test results of 59mg/dl using true metrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/23/2017. Resolve the initial issue of e-0 with the customer.